Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a trial procedure the patient experienced pain and discomfort in the back where the lead was coming out. The patient developed an infection with symptoms of puss and fever. The patient underwent a procedure wherein the lead was explanted, and the incision site was cleaned. The patient was hospitalized and was placed on intravenous antibiotics. The patient was doing well and had fully recovered. The explanted leads were discarded by the medical facility and will not be returned.